Event description:
It was reported that the patient experienced leakage of infusion set event on 23 mar 2026. Due to the event, patient experienced high blood glucose level measuring 264mg/dl and was treated with manual bolus.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.